Event description:
Allegedly neck dislocation when removing stem. Extended stay in hospital (B)(6) 2013 during stem change htep links.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Add'l info rec'd 12/4/13: they describe a typical complaint with a broken neck. The patient came to the hospital on the (B)(6) with a typical broken neck. They extracted the stem, but they had to split the femur (transfemoral access) because of the broken neck. The patient was in their hospital from the (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint database was also reviewed.